Event description:
It was reported the programmer intermittently locks up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found, the initial report could not be confirmed.